Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted several years prior and was replaced. According to the report, the catheter was fractured and there no patient impact.

Manufacturer narrative:
The returned catheter was patent. However, the catheter did not meet the requirements for leak testing due to a tear observed approximately 16 cm from the distal flow holes. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ proteinaceous debris was observed on exterior of the catheter. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.